Manufacturer narrative:
Nut failed in lift motor assembly.

Event description:
It was reported by service report that the head end of bed drifts down when in the up position. No pt involvement or adverse consequences are reported.